Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative inspected the imaging system onsite and confirmed the reported issue. The collimator would not complete the homing sequence upon start-up of the imaging system. Rotor motion controller remained at "verified". The bottom collimator shutters remained "closed". Mechanical adjustments of the collimator were unsuccessful. The collimator was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect collimator was returned to the manufacturer for evaluation, however results are unavailable at this time.

Event description:
A site representative reported that, while outside of a procedure the imaging system experienced a collimator error. It was reported that every time the site booted the system the error message was received. There was no patient present when this issue was identified.

Manufacturer narrative:
The collimator was returned to the manufacturer for evaluation. Testing found that the collimator did not pass burn in testing and homing. It was noted that the motors were grinding on the unit.